Event description:
It was reported that an m.blue valve (#fx801t) was implanted. According to the complainant, the valve showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, was determined. Permeability test: a permeability test has shown that the m.blue are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. An accelerated outflow could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Internal inspection: after dismantling of the valve, deposits were found inside results: based on our investigation results, we can see an accelerated outflow in the horizontal position. Furthermore, it could be determined that the braking force is outside the tolerance. The visible deposits in the valve have led to the functional impairment. In particular, the deposits in the spring have led to the change in braking force. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.